Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an elongated scratch was seen on the lens after the surgeon implanted it using the preloaded insertion system, model pcb00. The lens was removed and replaced in the same surgery. No incision enlargement was performed and no patient injury was reported. No further information was provided.

Manufacturer narrative:
The preloaded pcb00 insertion system was returned at the manufacturing site for evaluation in the original folding carton. No assembly error was observed. Viscoelastic residues were observed at the cartridge tube/tip. Stress marks on both sides of the cartridge tube and tip were observed which are typically caused by the iol advancing through the cartridge. The intraocular lens (iol) was returned in a separate bag. Visual inspection at 10x microscope magnification showed cosmetic damages (multiple scratches) on the lens optic zone. The customer's reported complaint of lens scratched was verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.